Event description:
It was reported the patient developed an incisional hernia 6 months after device implantation. It was noted the hernia had not required surgical repair. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).